Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with atrial lead noise and low atrial lead impedance out of range. No interventions were performed at this time and the lead remains implanted. The patient was in stable condition and will continue to be monitored.